Event description:
Per the edwards lifesciences field clinical specialist report, post transfemoral deployment, the 23mm sapien valve was deployed too aortic (70:30) causing moderate-severe aortic insufficiency (ai). A 2nd second 23mm sapien valve was deployed in good position (50:50) with no ai on echo. As reported, the 1st valve moved a little aortic during deployment because it was deployed in a suboptimal view. Pericardial effusion was noted on echo, which was due to lv perforation close to the apex. The physician experienced difficulty crossing the native aortic valve with the retroflex3 delivery system; it is not yet clear if bav was performed first. The patient had a small left ventricle and the rf3 delivery system was perceived to push through the ventricle when the valve was being positioned in the annulus. The surgeon performed a pericardial window, evacuating 500cc of blood. The patient remained stable throughout the procedure and was transported to ICU; however, they passed away 4 days later. The physicians reported that the patient had severe ai on echo 2 days post tavr and possible bowel embolization.

Manufacturer narrative:
Investigation of the event is ongoing.

Manufacturer narrative:
Cine and echo images were submitted to edwards lifesciences for review. All imaging available was reviewed by edwards' medical personnel. Observations/impression: observations: cine ((B)(6) 2013) - severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mac - stable bav x1 performed - fair coaxial alignment with lateral bias and bend noted in wire proximal to the crimped valve) - good image intensifier angle (iia) but poor visualization of the leaflets - valve positioned and deployed 90:10 aortic - unable to assess post deployment regurgitation as wire was across valve - 2nd sapien valve positioned and deployed 50% more ventricular - unable to assess post deployment regurgitation as wire was across valve transthoracic echocardiogram (tte) ((B)(6) 2013) - suggests severe transvalvular ai on limited imaging transthoracic echocardiogram (tte) ((B)(6) 2013) - demonstrates severe ai. No apparent effusion noted impressions: despite good iia and fair coaxial alignment the valve was positioned and deployed significantly aortic. This was associated with considerable ar requiring a valve in valve procedure. The 2nd sapien valve was positioned and deployed 50%ventricular to the 1st valve. The tte performed on (B)(6) 2012 and (B)(6) 2013 revealed the presence of significant central (transvalvular) ar. The exact etiology of the ar cannot be ascertained due to imperfect image quality, however, the possibility of sapien leaflet overhang should be considered. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per imaging review results, patient and procedural factors likely caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is one of three reports submitted for this event. Please reference manufacturer reports: 2015691-2013-19590 (1st valve), 2015691-2013-19591 (rf3 delivery system) and complaint (B)(4) with corresponding manufacturer report # 2015691-2013-19594 (2nd valve).